Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed, but the foreign material that adhered to the device could not be further identified; the cause was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the auxiliary water channel and a-rubber (bending section cover). The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, had issues related to laundry instrument. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube, air/water cylinder, suction uylinder and jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: suction cylinder has no color; suction cylinder with foreign material; grip has a scratch; right/left knob has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch: switch box has a scratch; plug unit has a scratch; scope connector case unit has a dent; due to damage on jet tube, water tightness is lost; air/water ube with foreign material; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to breakage of light guide bundle, illumination is poor; distal end plastic cover has a dent; adhesive around objective lens has corrosion; light guide lens has a crack; bending tube is deformed; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has a scratch; universal cord has a wrinkle; jet tube with foreign material; and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.